Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed customer comment that the programmer would not interrogate an implantable cardioverter def ibrillator (ICD) using the radio frequency (rf) programmer head application due to the rf head being loose and failed uplink tests. The rf head and cable were replaced and the link electronic module (lem) board was calibrated to resolve. (B)(4)

Event description:
It was reported that the caller was unable to interrogate an implantable cardioverter defibrillator (ICD) in the patient's home using the programmer with the radio frequency (rf) programmer head application. The interrogation was tried in both wireless and non-wireless configurations. There was not anther programmer available to rule out a programmer related issue and all connections were checked. The company representative later reported the programmer still would not interrogate devices. The rf head was replaced but that did not fix the issue. Power cycling was also tried with no success. The programmer was later returned because it would not boot up or interrogate devices. No patient complications have been reported as a result of this event.